Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient's right knee was revised due to pain and stiffness. Intra-operatively, a piece was found chipped off of the liner posteriorly. Surgeon performed an I&d and washout with liner exchange. Rep confirmed that no further information will be released by the hospital or surgeon.